Event description:
Three (3) french embolectomy balloon broke in left popliteal artery and when doctor attempted to remove the balloon and wire, separated from catheter and lodged in the artery. Attempts were made to remove it with snares without success. Cutdown of the left popliteal was performed to remove the balloon and wire. Unsure of which lot numbers used and broke, since two embolectomy catheters from same company had been on the surgery table; 1st lot number sse1096, expires 4/28/2026; 2nd lot sse1122, expires 8/28/2026. FDA safety report ID# (B)(4).